Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The complaint can be confirmed for post deployment complications as alleged. As per the provided information, hemostasis was achieved by the angio-seal device and no problem was noted until the discharge of the patient. Potential likely causes of the issue could be not following the ambulation guideline provided since there were no complications for over 24 hours post deployment. Also, a pop was allegedly reported which could be likely result of over-tightening of the suture and breaking or movement of fat/adipose tissue stuck between the collagen and the vessel wall. No conclusions regarding the exact root cause could be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the patient had a fibroid embolization procedure. The patient underwent ultrasound guided puncture and 5 french sheath insertion with confirmation of vessel quality angiographically prior to deployment of the angio-seal device. Immediate hemostasis was achieved. The patient was examined the next morning by a consultant interventional radiologist and no hematoma was present. The patient was discharged. The patient reported a lump in the groin the next day and felt a "pop" followed by a large lump and was unwell. The patient was taken by ambulance to another hospital hypotensive and was recovering from a large thigh hematoma/hemorrhage. No arterial abnormality has been reported and no intervention was required. Additional information was received on (B)(6) 2023: patient was not on anti-coagulants. Patient was of good health with no cardiovascular disease. Patient still had a large hematoma at the angio-seal puncture site. Additional information was received on (B)(6) 2023: the patient had a delayed hematoma (2 days later). The patient was not on blood thinning medications. The patient's blood pressure (bp) peaked at 144mmhg during the procedure, during recovery it hovered around 110mmhg.

Manufacturer narrative:
Ethnicity: requested, not disclosed due to patient privacy. Race: requested, not disclosed due to patient privacy. Implanted date: date unknown. Explanted date: device was not explanted. Occupation: interventional radiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.